Manufacturer narrative:
H6 codes have been updated to reflect the conclusion of the investigation.

Event description:
It was reported that during a case, the registration was unsuccessful. After multiple attempts, the point to point registration was imprecise and the system had to be restarted.

Event description:
It was reported that during a case, the registration was unsuccessful. After multiple attempts, the point to point registration was imprecise and the system had to be restarted.